Event description:
It was reported a spectrum pump had constant downstream occlusion alarms during set up in the "same day surgery" unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant downstream occlusion alarms were confirmed and reproduced during the device investigation while running a test infusion. This condition was determined to have been caused by a failed downstream sensor. The downstream sensor was replaced.